Event description:
The patient, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It was reported that the patient received a durom acetabular component 52/46 code l on (B)(6) 2007 and underwent a revision surgery on (B)(6) 2011 due to loosening of the cup.

Manufacturer narrative:
The device has not been returned to the manufacturer. As no lot number was provided for the device, the device history record could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).